Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 30 curved tip stapler instrument to perform failure analysis, and the complaint was confirmed. The sureform 30 curved tip stapler instrument was found to have one unclamping failure based on log review. The instrument was installed on an in-house system and found to have been forced locked. It was noted the sureform 30 curved tip stapler instrument had generated an "instrument failure. Do not reuse." Error message. An engineering software confirmed the sureform 30 curved tip stapler instrument had been forced locked and the same software was used to unlock. An in-house reload was installed onto the jaws of the instrument and re-installed onto the in-house system and passed the initialization test. The reload was fired successfully onto a test sheet. The probable root cause of the sureform stapler instrument experiencing unclamping issues is attributed to obstructions in the path of the I-beam. In the event that the da vinci system is unable to unclamp the sureform stapler instrument normally, the user will be presented the option to force unclamp on the surgeon console touch pad.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the firing went well with sureform 30 curved tip stapler instrument until the clamping action had to be released. Then a message appeared and the stapler became difficult. After releasing the clamping action, the stapler indicated it could no longer be used. The procedure was completed with no patient harm. Intuitive surgical (is) obtained the following additional information regarding this event: the stapler made an announcement that it could no longer be used. The customer used more than one back up instrument to complete the procedure. The first back-up stapler gave the same error/massage. The procedure was completed robotically.